Event description:
Removal of exposed mesh through vaginal wall. Procedure: partial cystectomy - complicated. Urethrolysis with removal of vaginal mesh preoperative diagnoses: vaginal mesh complication. Foreign body in the bladder. Postoperative diagnosis: same.